Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was displaying an inaccurately high result compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2013. The patient reported on the evening of (B)(6) 2013 at 7:37 pm she obtained a reading of "573 mg/dl" on her lfs meter which she believed to be inaccurately high since she had just finished her usual routine of exercise. The patient reported she immediately tested on the lfs meter again and obtained readings of "548, 210 and 164 mg/dl". The patient reported she normally tests 6 times a day and her typical readings range from "110-120 mg/dl" and she uses novolog insulin pump therapy and 1 hour of exercise daily to manage her diabetes. The patient reported although she was not symptomatic at the time, she administered insulin based on the "573 mg/dl" reading. Immediately afterwards, the patient reported she felt "sweaty and passed out" and she was given glucagon and a (B)(6) by her boyfriend on (B)(6) 2013 at 7:42 pm. The patient reported 30 minutes later she felt better, and her boyfriend transported her to dialysis treatment. The patient denied receiving any treatment from a healthcare professional for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed the patient was using the correct testing process and this was not the first time the meter had been used. The alleged issue was resolved with a retest. Replacement products were sent to the patient and the products were requested for return. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of severe hypoglycemia and required treatment from a third party.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4): the meter met specification and was found to function properly. The meter was tested and the complaint was not reproduced. Pa unable to perform test strips evaluation, since strip lot # was not provided by the patient. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.